Manufacturer narrative:
Additional information: customer provided photos were evaluated. The photos displayed the lens being delivered into the eye and unfolding. An unknown material with a bluish tint was observed inside the cartridge in one of the photos. The unknown material was observed on the edge of the iol after delivery. Due to no product received, no further evaluation could be performed. The complaint issue "(B)(4)" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2026. Section d6a. If implanted, give date: unknown, information not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the surgeon identified a foreign material on the preloaded monofocal intraocular lens (iol). The material was successfully removed; however, it disintegrated during the removal process and could not be preserved for return. The lens was implanted. No further information was provided.